Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was "high" on the continuous glucose monitor. Elevated bg was addressed by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.